Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, when the device was inserted into the patient's eye, the cartridge tip seemed to swollen and another cartridge actually cracked at the tip. Additional information has been requested.

Manufacturer narrative:
The company cartridge was returned inside an opened pouch that has been taped closed. An inadequate amount of viscoelastic was observed in the cartridge. The reported tip broken damage was not observed. The cartridge tip has heavy stress and a wide aneurysm along the posterior right side. This may have been interpreted as the reported complaint. The cartridge wings show uneven compression which indicated the cartridge was not securely slid forward into the locking slots of the handpiece. The tab on the right wing was fully compressed, while the tab on the left wing had only a slight compression. Information was provided that indicated the use of a qualified lens, handpiece, and viscoelastic combination. The cartridge tip has heavy stress marks and a wide aneurysm. This was most likely interpreted as the reported complaint. The root cause for the reported complaint was most likely related to a failure to follow the instruction for use (IFU). There is evidence that the cartridge may not have been fully seated in the handpiece. This could have caused the lens to deploy incorrectly or the plunger to be misaligned during advancement, which could result in product damage. Per the IFU, insert the cartridge into the handpiece and slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Advance the plunger in one slow motion to advance and fold the optic. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Information was also provided from the customer that the company ophthalmic viscosurgical devices (ovd) was not at room temperature. The company ovd was removed from insulated box (temp between 5.5 celsius and 7.25 celsius) for approximately 5 minutes prior to being opened on to sterile field. Temperatures outside of the recommend range may cause damage to the iol and potential complications during the implantation process. Also there appeared to be inadequate amount of viscoelastic evidence observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).